Event description:
It was reported by the customer that a 4fr powerpicc catheter rupture has occurred in the patient. Additional information received on 18th jan 2024: it was reported there was no harm to the patient. There was no need for medical and/or surgical intervention. No exposure of blood or chemotherapy to mucous membranes or skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed but the root cause could not be determined. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned sample. A functional test of attempting to pressurize the catheter with water using a 12 ml syringe revealed the catheter leaked just distal of the molded suture wings. A microscopic observation revealed the split to be longitudinally aligned with a granular fracture surface. The split was straight with sharp fracture edges. After an initial microscopic observation of the split, the catheter was bisected longitudinally to observe the inside surface around the fracture site. The inside of the catheter surrounding the split was observed to have no easily identifiable damage. Because no internal damage was observed surrounding the split, the complaint of a leaking catheter is confirmed, but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that a 4fr powerpicc catheter rupture has occurred in the patient. Additional information received on 18th jan 2024: it was reported there was no harm to the patient. There was no need for medical and/or surgical intervention. No exposure of blood or chemotherapy to mucous membranes or skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation of the video showed a catheter inserted in a patient. A leak was observed in the catheter at the junction of the molded joint and the catheter tubing. While a leak could be seen, no damage could be seen on the catheter in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer that a 4fr powerpicc catheter rupture has occurred in the patient. Additional information received on 18th jan 2024: it was reported there was no harm to the patient. There was no need for medical and/or surgical intervention. No exposure of blood or chemotherapy to mucous membranes or skin.